Manufacturer narrative:
This patient had a sapien valve-in-valve tavr procedure and was in a stable condition one day post op. That event was investigated and reported under FDA report #2015691-2013-19134. Postoperative day #2 the patient developed sudden onset slurring of speech associated with blurred vision mainly in her left visual field. Follow up head CT showed neck defect in left basal ganglia and right parietal occipital regions consistent with acute cerebral vascular accident (cva). She was on aspirin at the time of the event. She denied any headache or major visual disturbance and mild slurring of speech without any focal weakness. No sensory disturbance and no language abnormality were noted. A follow up neurological progress note one month s/p tavr procedure revealed hemorrhagic transformation of prior cva. A repeat head CT showed no significant change from the head CT obtained one day earlier. The neurosurgeon opined that the patient could take aspirin and plavix and no neurological intervention was needed. It was noted that there was no progression of neurological symptoms. The patient was medically stable and was discharged 3 days later. Per the instructions for use for the edwards sapien valve, stroke, cva and transient ischemic attacks, are well known complications associated with the transcatheter heart valve procedure. Major risk factors for cva and stroke include htn, atrial fibrillation, and diabetes, family history of stroke, high cholesterol, increasing age, and race. The exact cause for the reported event cannot be confirmed; however, there are multiple patient factors (as noted in her medical history) that may have contributed to the event reported. Since there is no allegation of device malfunction or labeling issues, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Should additional information be received, this case will be reopened and investigated.

Event description:
As reported by the edwards clinical specialist, two days s/p transapical transcatheter aortic valve replacement (tavr) procedure, the patient suffered a central stroke. As a result, the patient "has a persistent left visual field defect to left gaze in both eyes".